Event description:
The surgeon had performed a successful partial knee arthroplasty case using the robotic arm interactive orthopaedic system (rio). Mako was informed that the patient experienced a femoral fracture. The patient was treated with a cancellous screw. The surgeon felt the event was a factor of the patient's soft bone.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by mako surgical with regard to this event. The surgeon stated that the incident was likely caused by the patient's soft bone, and was not a factor of the implant placement.